Manufacturer narrative:
Device is not expected to be returned until consolidation is completed after approximately two months from (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is not available for reporting. (B)(4). Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device has not been explanted. Concomitant medical products: therapy date of concomitant device is unknown. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 a patient underwent mandibular osteotomies with application of curvilinear distractor. Osteotomies were created with piezoelectric system and were bilateral. Device was put on bilaterally with a plan to distract approximately 12-13 mm on each side. The rate of distraction was 2.0 mm per day. On patient follow-up, the surgeon noticed that the left side of the jaw was maloccluded; the right side of the mandible distracted according to plan while the left side has only distracted approximately 7 mm. The surgeon is going to continue to distract for approximately another 3-4 mm and left bone to consolidate. The device will remain in patient as consolidation occurs. The surgeon believes the device is defective. Concomitant device reported: a 1.3 mm curvilinear distractor r40/right (part# 04.500.240, quantity 1). This report is for one (1) 1.3 mm curvilinear distractor r40/left. This is report 1 of 1 for (B)(4).